Event description:
Asceptically filled a 250 pla bag w/50ml of ns and 200 mls of hydromorphone. Total volume was 250 ml. Upon completion, a leak was noted at the seam of the bag. While still in the mixing hood the 2 contents of the bag was transferred into another 250ml pla bag, same lot #. Upon completion of transferred fluid, this bag was placed outside of the class 1000 room on a table waiting for delivery. A couple hours later, a small leak was noticed. This time the fluid was unsavable because it was outside the mix room and deamed contaminated. The contents of this bag, totalling 20gm of hydromorphone, had to be destroyed. Total cost lost was approx 1800.00.